Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16 october 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer and reported the customer adjusted the ranges. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was quality control ranges were too narrow.

Event description:
On (B)(6) 2015, a customer reported qc (quality control) concerns, (B)(4) with their aia 600ii analyzer. The qc was on the low side and on rerun higher recovery. The customer is unable to run cea, ca 125 patient samples. A field service engineer (fse) was dispatched to address the reported event and spoke to the customer to troubleshoot the event, which resulted in delayed reporting and the potential for discrepant patient results of cea, ca 125. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.